Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for low blood glucose levels and insulin reaction. The customer stated that she did travel prior to the event and was extremely tired. The customer also stated that her nurse and diabetes educator had requested the insulin pump be replaced. Nothing further was reported.